Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection confirmed the reported event; a broken pin on power port 1 of the controller was found. Analysis of the device revealed that the device failed to meet specifications; the broken pin on the power port did not allow a proper connection between the controller and battery. The confirmed malfunction is related to the reported event. Functional testing was limited by the inability to connect to power port 1 of the controller; the available functional test revealed no abnormalities during start up. The most likely root cause of the reported event is a forced connection to the power port, causing the controller power port pin to break. Heartware has initiated an internal investigation to further evaluate this issue. No additional information will be forthcoming.

Manufacturer narrative:
Pump still implanted, controller to be returned. Per the IFU: this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump remains implanted.

Event description:
It was reported that a pin on one of the power connectors on the controller was broken. There was no effect to the patient and the controller was exchanged.